Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high right ventricular (rv) thresholds. Several days later, the thresholds had risen and there was r-wave undersensing. The ipg remains in use. No patient complications have been reported as a result of this event.